Manufacturer narrative:
(B)(4). Received confirmation regarding patient involvement.

Event description:
It was reported that, during preventive maintenance, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found an error code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the communications backplane printed circuit board (pcb), line interface 1 and 2 pcb, breath delivery (bd) pcb and the graphical user interface (gui) pcb. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a loss of communication error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.